Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system also noted that the smartpass feature disabled due to low signal r-wave amplitude measurements and resulted in both oversensing and undersensing. Additionally, oversensing of noise was noted and resulted in storage of untreated episodes. Technical services (ts) notified the physician and discussed potential causes and troubleshooting options. No further assistance was requested. The physician plans to schedule the patient for an in clinic follow up on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this electrode exhibited no sensing in any of the programmed sensing vectors. A chest x-ray was performed and noted that the electrode had dislodged from the original position and pulled back towards the device. The implanted device was programmed off and the patient was admitted to the intensive care unit awaiting transfer to another facility for an electrode revision procedure. No additional adverse patient effects were reported. Available information indicates that this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken to revise the electrode. Upon removing the existing subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of this electrode broke off from the electrode body and remained in the device header. This electrode and the s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report is being filed to correct d6b: explant date from the previous report.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system also noted that the smartpass feature disabled due to low signal r-wave amplitude measurements and resulted in both oversensing and undersensing. Additionally, oversensing of noise was noted and resulted in storage of untreated episodes. Technical services (ts) notified the physician and discussed potential causes and troubleshooting options. No further assistance was requested. The physician plans to schedule the patient for an in clinic follow up on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this electrode exhibited no sensing in any of the programmed sensing vectors. A chest x-ray was performed and noted that the electrode had dislodged from the original position and pulled back towards the device. The implanted device was programmed off and the patient was admitted to the intensive care unit awaiting transfer to another facility for an electrode revision procedure. No additional adverse patient effects were reported. Available information indicates that this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken to revise the electrode. Upon removing the existing subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of this electrode broke off from the lead body and remained in the device header. This electrode and the s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system also noted that the smartpass feature disabled due to low signal r-wave amplitude measurements and resulted in both oversensing and undersensing. Additionally, oversensing of noise was noted and resulted in storage of untreated episodes. Technical services (ts) notified the physician and discussed potential causes and troubleshooting options. No further assistance was requested. The physician plans to schedule the patient for an in clinic follow up on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this electrode exhibited no sensing in any of the programmed sensing vectors. A chest x-ray was performed and noted that the electrode had dislodged from the original position and pulled back towards the device. The implanted device was programmed off and the patient was admitted to the intensive care unit awaiting transfer to another facility for an electrode revision procedure. No additional adverse patient effects were reported. Available information indicates that this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken to revise the electrode. Upon removing the existing subcutaneous implantable cardioverter defibrillator (s-ICD) from the pocket, the terminal pin of this electrode broke off from the electrode body and remained in the device header. This electrode and the s-ICD were then both explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
The electrode was returned severed 428 millimeters (mm) from the tip end. Only the distal segment was returned. Visual examination identified cuts and tears in the insulation at the area of the terminal boot, melt marks in the outer insulation (likely explant related damage) and deformed coils. Additionally, visual inspection revealed a twist in the electrode body (the terminal assembly was not returned). Laboratory analysis noted that it appeared that the terminal assembly was twisted right off of the lead and the electrode was twisted from the suture sleeve to the proximal end of the lead returned (the distal end of the terminal assembly, which, was not received with the distal segment of the electrode). A break in the insulation and all conductors was observed approximately 428 millimeters (mm) from the tip end. The observed break was determined to be consistent with torsional overload. The reported observations were determined to be related to the observed break.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system also noted that the smartpass feature disabled due to low signal r-wave amplitude measurements and resulted in both oversensing and undersensing. Additionally, oversensing of noise was noted and resulted in storage of untreated episodes. Technical services (ts) notified the physician and discussed potential causes and troubleshooting options. No further assistance was requested. The physician plans to schedule the patient for an in clinic follow up on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this electrode exhibited no sensing in any of the programmed sensing vectors. A chest x-ray was performed and noted that the electrode had dislodged from the original position and pulled back towards the device. The implanted device was programmed off and the patient was admitted to the intensive care unit awaiting transfer to another facility for an electrode revision procedure. No additional adverse patient effects were reported. Available information indicates that this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system also noted that the smartpass feature disabled due to low signal r-wave amplitude measurements and resulted in both oversensing and undersensing. Additionally, oversensing of noise was noted and resulted in storage of untreated episodes. Technical services (ts) notified the physician and discussed potential causes and troubleshooting options. No further assistance was requested. The physician plans to schedule the patient for an in clinic follow up on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.